Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple pump reboot events were observed in the pump's black box on (B)(6) 2015. The threads on the battery cap were stripped and were unable to secure to the pump. A test battery cap was able to secure and hold for testing. The pump was exercised for 24 hours with no loss of power occurring. The pump casing was cracked alongside the battery compartment.